Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Revision of liner. Sales rep reporting was not present for the case. Products explanted is 06-3299 lot: 20027101 and a liner. The liner (32mm liner for a 54mm cup) was destroyed beyond recognition.